Event description:
As reported: "on (B)(6) 2025, emergency admission due to pain in left hip; multiple fragment femur fracture and osteosynthesis with gamma nail outward on (B)(6) 2025.diagnosis: pseudarthrosis with implant fracture in left hip."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation, and the provided operational notes are not sufficient. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device or key clinical information (e.g. X-rays in different planes, clinical status, patient activity, assessment of the treating physician or operation reports) is missing. The root causes in such cases are often complex and multifactorial and cannot be determined scientifically without this decisive evidence, which must be available to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "on (B)(6) 2025, emergency admission due to pain in left hip; multiple fragment femur fracture and osteosynthesis with gamma nail outward on (B)(6) 2025. Diagnosis: pseudarthrosis with implant fracture in left hip."